Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. (B)(4). The complainant indicated that the device was retained and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a genesys hta capital was used during a endometrial ablation procedure in the uterus performed on an unknown date. According to the complainant, the patient had a burn. Reportedly, no alarms or error message was noted during the procedure. The procedure was cancelled due to this event. An additional attempt has been made to obtain follow up event details with no response from the clinician.